Manufacturer narrative:
(B)(6).

Event description:
It was reported the first implant was deployed and the second anchor did not deploy.

Manufacturer narrative:
The complaint attachment lists ¿t2 non-deployment¿. The device is in fairly good condition. There is no apparent physical reason for the allegation. T1, t2 and suture were not returned with the device. The device does not show any obvious damage. There is no apparent twisting or bending of the delivery needle. A functional test confirmed that the device cycled and actuated. No mechanical problem was found. No root cause related to the manufacture of the device can be established. No further investigation is warranted.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.